Manufacturer narrative:
A1: patient initials corrected. A3a: patient sex corrected. Manufacturer's investigation conclusion: the system controller, serial number (B)(6) was not returned for evaluation. The provided event log file, retrieved from the system controller (B)(6) contained data recorded on (B)(6) 2025 from 10:50 to 14:07. There was atypical power cable disconnect and low voltage alarms while connected to 14v batteries. The voltage levels suggested a possible connection issue between the batteries and the clips. The provided periodic log file, retrieved from the system controller (B)(6) contained only few entries and the recorded data did not add any information regarding the reported event.the device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook under section ¿alarms and troubleshooting¿ and heartmate 3 instructions for use under section ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ also, caution users ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ heartmate 3 instructions for use under section 2 system operation, covers ¿replacing the current system controller¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller alarmed connect power while attached to batteries, no alarms were noted on the mobile power unit (mpu). All 8 batteries and 4 clips were tested out with no resolution. Some peeling/ damage on the gold contacts om the batteries and clips were noted. Some of the batteries were originally showing red in the charger, but after cleaning the contacts, they were all charging appropriately. Also, slight separation was noted, and it was planned to be rescue taped. The backup controller was switched but the alarms persisted. The patient was at the hospital with only power disconnect alarms on the white cable. The event log file from the first controller captured random power cable disconnects and also low voltage hazard events while using both the mpu and battery power. Also, some no external power events were noted when the black power lead was disconnected. It appeared like the patient was doing a lot of switching power sources for troubleshooting. The driveline was disconnected for the controller exchange on (B)(6) 2025 at 0857. The newly exchanged controller captured continued low voltage hazard events on (B)(6) 2025 at 1158 and 1348 while using battery power. In both instances of low voltages, the white lead was connected to battery and the black lead to the mpu. The white power lead was disconnected which caused low voltage hazard events showing no relative state of charge (rsoc) voltage on the black power lead, but normal voltage readings on the white lead. On most of the current set of log files, random power cable disconnect events were seen on the white power lead while using battery power. It was thought that some of these could have been when manipulating the lead. The batteries, clips, as well as the controller that was exchanged were to be replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller, serial number (B)(6) was not returned for evaluation. Two sets of log files, retrieved from system controller (B)(6) were provided for review. The event log files contained data recorded on 18feb2025 from 10:50 to 14:07 (first event log file) and from 11:53 to 15:04 (second event log file). There was atypical power cable disconnect and low voltage alarms while connected to 14v batteries. The voltage levels suggested a possible connection issue between the batteries and the clips. The provided periodic log files, retrieved from the system controller (B)(6) contained only few entries and the recorded data did not add any information regarding the reported event. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook under section ¿alarms and troubleshooting¿ and heartmate 3 instructions for use under section ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ also, caution users ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ heartmate 3 instructions for use under section 2 system operation, covers ¿replacing the current system controller¿. No further information was provided. The manufacturer is closing the file on this event.